Event description:
In june 2011, following complaints of increased pain and edema of left ankle after a lot of walking, x-ray showed a new fracture of the im nail and stress fracture of the talus. The plan was to continue to limit weightbearing, bone stimulator and follow up left ankle x-ray in 6 weeks.======================manufacturer response for im nail, (brand not provided) (per site reporter).======================unknown.